Event description:
A non health care professional reported that during an intraocular lens (iol) implant procedure, leading haptic was out of place during loading with no patient contact. Surgery was completed without any harm to the patient.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).